Event description:
It was reported that the patient presented to the emergency room after experiencing a defibrillation shock. X-ray revealed lead dislodgement. The lead was removed. The physi cian felt that it was a patient compliance issue rather than a device issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.